Manufacturer narrative:
Engineering evaluation of the returned tibial tray noted bone cement on the posterior perimeter and white debris along the finned stem. There was burnishing on the bottom surface but no direction is noticeable.

Event description:
Revision of knee components reportedly due to tibial loosening.